Event description:
It was reported that after successful stent deployment, a pta balloon became entangled in the stent and the stent elongated during the attempt to remove the balloon. Subsequently, the attempted retraction of the balloon catheter resulted in a balloon catheter shaft break and detachment, leaving the balloon segment within the pt. The balloon and part of the stent were surgically removed. The pt is reported to be doing fine.

Manufacturer narrative:
The device history records are currently being reviewed. The device was discarded by the user facility; therefore, a device evaluation could not be performed. The investigation is currently underway. This event is being reported because this device is the same or similar to PMA #p070014 marketed in the united states. Note: the balloon detachment was reported in manufacturer report# 2020394-2011-00108.